Event description:
Additional information received on (B)(4) 2013: patient was discharged on cotrimoxazole on (B)(6) 2013 was re-admitted for assessment on (B)(6) 2013. Surgical intervention planned on (B)(6) 2013 for wound exploration. Time elapsed between operation and onset of first signs/symptoms of ae: 6 days to initial event. Additional information received on (B)(4) 2013: description of surgical indication, type of instrumentation, and preexisting risk factors. Response: posterolateral lumbar fusion, cd legacy medtronic instrumentation (2 rods, 6 pedicle screws); not aware of pre-existing risk factors. Has a punction of the liquid collection been performed and analyzed bacteriologically? Response: patient was taken in theatre and had an exploration of the wound which showed no evidence of infection (superficial seroma). Fluid was sent for analysis and the results came back as sterile. Inflammatory parameters (wbc count, crp, etc.)? Response: inflammatory markers were normal. Course of complication and treatment? Response: re-hospitalization for observation was planned and the wound was operated on to drain/clean. A wound exploration was performed 2 weeks post op.

Event description:
The following report is an adverse event received from (B)(6) on (B)(6) 2013 regarding study protocol # (B)(4). The report refers to subject (B)(6) (subject initials:(B)(6); age (B)(6); gender female). Site reported ae-term (diagnosis): possible wound collection. Onset of first signs/symptoms of ae: (B)(6) 2013 at 1400. Site reported seriousness criteria: involved or prolonged hospitalization. Admission date: (B)(6) 2013. Date of operation: (B)(6) 2013. Site reported severity: severe. Outcome: unresolved/ongoing. Time elapsed between operation and onset of first signs/symptoms of ae: 6 days. Patient developed pyrexia (2nd post op day). Now fluctuation over the surgical wound. The site deemed this incident likely related to the device and likely related to the procedure. Therapy to treat the ae: trimoxazole; route: (B)(6); start date: (B)(6) 2013; indication: switched to oral chemical treating.

Manufacturer narrative:
(B)(4). Additional information was received from the reporting surgeon on (B)(4) 2013. Upon further review, it was determined the case was not related to the use of inductigraft. Follow-up medical assessment: the responses to the questions of the clinical investigation reveal a superficial, subcutaneous seroma, with no laboratory signs of infection or inflammatory reaction. The anatomical location of the seroma is not corresponding to the implantation site of inductigraft. The event is not related to the use of inductigraft. Based on the reported information, no further investigation is necessary.

Manufacturer narrative:
(B)(4). Please know that inductigraft is not registered in the us. It is has similar composition to actifuse bone graft substitute ((B)(4)). Baxter medical assessment: patient developed postoperative fever and fluctuation of the surgical wound after instrumented spinal surgery in which inductigraft has been used to induce spinal fusion. While a contribution of inductigraft cannot be ruled out, more clinical data for determination of a causal relationship to the use of inductigraft is required. Baxter is currently following up with the site for additional information. A follow-up report will be submitted upon receipt and evaluation of the additional information.